Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an increase in capture threshold and an increase in pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable.